Event description:
It was reported that high pacing lead impedance was observed. A gradual increase in lead impedance had occurred over the last 6 months. An insulation anomaly was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.